Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(4) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department as they had a syncopal episode while swimming in a pool and received a shock from their device. Interrogation of the device indicated that the shock was delivered for what appears to be oversensing/noise/emi (electromagnetic interference). It was noted that it was possible related to the swimming pool/pump/lighting. The device remains in use. No further patient complications have been reported as a result of this event.